Event description:
It was reported that the patient presented with episodes of myopotential over-sensing by their implantable cardioverter defibrillator. No intervention was performed. There were no patient consequences.